Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope displayed a bad image, no color bar on screen, and presence/absence of screen noise like a sandstorm. There was no reported user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. The grip had a scratch. Angulation lever had a scratch. The right/left lever had a scratch. The up/down plate had a scratch. Right/left plate had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The video connector had a scratch. The video connector case had a scratch. Adhesive around objective lens was peeled. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely caused by a breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. The operation manual provides the following: ¿confirm that the endoscopic image is displayed normally in (white light) wli and (narrow band imaging) nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.